Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Recall: 1627487-12192011-003-r and 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported that per the patient, stimulation was turning on by itself. At the time of troubleshooting, an sjm representative was able to confirm that the stimulation was off using the patient programmer; however, the patient still felt stimulation. It was also reported that diagnostics revealed low impedance values and reprogramming was attempted to no avail. Further follow-up confirmed that at different frequencies the programmer would remain on the set program. As a result, the scs ipg was explanted and replaced. The issue resolved with the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.